Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: during investigation, the battery compartment was observed to be cracked from the threads to the bumper pad and from the bumper pad to the case seal. Unrelated to the original complaint, there was moisture corrosion observed in the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump was opened and there was no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.